Manufacturer narrative:
The stent remains in the patient: the stent delivery system was discarded. A review of the device history record for this lot did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: hypotension with transient ischemic symptoms. Time of ae: during and post procedure. It was reported that during a post right internal carotid artery stent deployment, the patient experienced hypotension with episodes of transient ischemic attack with left-sided weakness, garbled speech and dizziness which were similar to her symptoms pre-procedure and which were dependent on her blood pressure and position. She was treated with fluids, atropine, dopamine, phenylephrine and packed red blood cells for anemia, which along with congestive heart failure prolonged hospitalization. The symptomatic hypotension resolved without residual deficits and the patient was discharged to home in 08. At the time of discharge, her antihypertensive medications were reduced. Though requested, no additional information was provided. Study event.